Event description:
(B)(4). It was reported that post percutaneous coronary intervention procedure, side branch event occurred. In (B)(6) 2013, the patient's qualifying condition was myocardial infarction with stable angina. The index procedure was performed. Target lesion #1 was located in the mid of the left anterior descending artery with 90% stenosis and was 33 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre dilatation and placement of a 3.50 mm x 38 mm study stent, with residual stenosis of 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. Baseline core lab angiography revealed 0% side branch stenosis at the first left anterior descending septal perforator segment artery. Post procedure, angiography revealed 80% branch percentage stenosis in first left anterior descending septal perforator segment artery.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).